Manufacturer narrative:
Correction to field d4: model number updated to 3010.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. Technical services discussed and provided troubleshooting options. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Correction to field d4: model number updated to 3010.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. Technical services were discussed and provided troubleshooting options. Plan to bring the patient to the lab and either replace sicd lead or implant transvenous. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Calcification was observed on the terminal boot and shocking coils. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes correction to field d4: model number updated to 3010

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. Technical services were discussed and provided troubleshooting options. Plan to bring the patient to the lab and either replace sicd lead or implant transvenous. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out-of-range shock impedance measurements. Technical services discussed and provided troubleshooting options. No adverse patient effects were reported. This product remains in service.